Event description:
During mitral valve replacement procedure, the surgeon could not get a complete seal with the balloon. The balloon was filled with the balloon. The balloon was filled with 35 cc of fluid and the surgeon was unable to fully occlude the aorta. The patient was on bypass and the surgeon was unable to keep the heart arrested. Cardioplegia was administered and then five minutes later cardiac activity returned. The doctor attempted this five times. After 73 minutes of attempting to occlude the aorta and 116 minutes on bypass, the surgeon elected to convert to an open sterntomy instead of inserting anothr catheter. The surgeon completed the case successfully via median sternotomy and external cross clamping. When the balloon was removed the balloon appeared oval in shape.